Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that prior to their lead replacement they had stimulation programmed to focus more on the right shoulder. Following this they had to have back surgery because the lead had shifted so they replaced the lead during a laminectomy. The consumer was currently experiencing gradual back pain so they wanted to have reprogramming performed to cover across their back. It was noted the pain wasn't new, but they didn't need stimulation to cover the back right after surgery. There were no traumas or falls reported related to this issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the x-ray did not show any breaks in the lead and it was not really clear what was causing the pain in the battery area. The patient had a lead replacement on thursday (B)(6). Both leads were removed entirely and replaced.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A manufacturer representative reported a consumer had pain when using one lead; she had two leads and it was unknown which lead was causing the issue. The representative met with the consumer because she was complaining of pain in the back and battery area when stimulation was turned on. When the 0-7 contact lead was turned on, the consumer had normal stimulation to her left leg and back. When the 8-15 contact lead was turned on, she felt a sudden "stabbing" pain in her back and area around her battery when amplitude gets to approximately 1.5v. She started noticing this about two weeks ago (approximately (B)(6) 2016). No falls or emi were noted, the battery site appeared normal, no swelling or bruising. The consumer was recently hospitalized with a "flare up" of ms and had an MRI during that time, but the pain was not noticed until about two weeks ago. Impedances were all within normal range. The consumer was sent for an x-ray; however, the results were not yet available. The 8-15 lead was deactivated and the battery was turned off until further evaluation. Additional information received from the representative reported the 8-15 lead was deactivated and the consumer was told to use just the one program. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.